Manufacturer narrative:
(B)(4). Product not returned for evaluation yet. Most likely underlying root cause of malfunction: strip issue. Manufacturer contacted customer with follow up phone calls to make sure new product replacement resolved the customer original concern that meter is not displaying "lo" as well as customer `s condition; unable to talk to customer. Letter was sent.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer's daughter, (B)(6), is calling on behalf of the customer. The expected fasting blood glucose test result range is 300 to 399 mg/dl. The customer reported symptoms of agitation, anxiety, and walking slowly. Medical attention is reported prior to the call as a result of actual blood glucose results and reported symptoms. Customer' blood glucose test results were lo, and at the clinic, the customer's blood glucose results were high. Actual test results requested but not provided. Back to back blood test performed by customer fasting during call on (B)(6) 2016 produced e-5 error and e-5 error. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 10/29/2016 and open vial date is not known by the customer. The meter memory reviewed for test results (customer is not able to confirm if the results are fasting or non-fasting): (B)(6).